Manufacturer narrative:
Customer reports that the nebulizer has not functioned since receipt. As a result, the patient required emergency room visits on four separate occasions to receive breathing treatments. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reports that the nebulizer has not functioned since receipt. As a result, the patient required emergency room visits on four separate occasions to receive breathing treatments.